Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot. Upon checking with customer, quote for evaluation and repair service was sent to customer, but customer cancelled the quote as they rebooted the system, and it was working fine. No service has been performed by philips. To date, no further information was received.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.